Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold since implant. The rv lead was explanted and replaced. In addition, the new rv lead experienced high thresholds above 2.5 volts. The new rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pacing lead implanted: 2013 (B)(6). (B)(4).